Manufacturer narrative:
Occupation: non-healthcare. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported that the patient had a device that was removed due to infection. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the patient developed a pocket seroma upon a post-operative evaluation. The seroma was drained and the patient started on antibiotics. They returned one week later with continued cellulitis and purulence from the pocket. The hcp recommended removal and the patient agreed. It was noted that the patient had excellent results with the therapy with improvement inn urgency and incontinence. The devices were removed and the incision and pocket were packed with wet dressing and the patient was transferred in satisfactory condition.